Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert for a low transmitter battery occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be low transmitter battery voltage. In addition, a transmitter failure was found within the investigation window. The reported event of an alert for a low transmitter battery is reportable based on the finding of a transmitter failure. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. A transmitter voltage test was performed and passed.